Event description:
The customer reported that during a patient event, their device was displaying its service indicator and was showing service across the screen. With the device displaying service across the screen, it likely is in a locked up condition and could not be used. One the device showed this symptom, the customer was able to immediately retrieve a back up device and continue care. The patient was in his 60's and was only being monitored by the device. The patient did not suffer any adverse effects as a result of the reported failure.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they decided to decline any service from physio-control on their device, at this time. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.